Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer. The customer had ten patients with questionable results. Only three patients needed to have amended results reported because the other seven low results were not reported outside the laboratory. The customer only provided data for one patient with discrepant results reported outside the laboratory. The repeat results were generated on another cobas c501 analyzer, serial number (B)(4). The patient's initial sodium result was 120 meq/l. The repeat result was 132 meq/l. The patient's initial chloride result was 85 meq/l. The repeat result was 197 meq/l. The customer considered the repeat results to be correct. There were no adverse events. The sodium and chloride electrode lot numbers and expiration dates were not provided. The customer noticed the tubing for the white squeegee on the cell rinse mechanism was cut and he fixed it. The field service representative checked the tubing for correct alignment. He checked the probe adjustments, tubing, and cells. The customer performed calibration and quality control which passed with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.